Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the procedure was cancelled. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, after connecting the catheter to the motor drive unit 5, the screen displayed opticross 6. The procedure was cancelled due to this event. No patient complications were reported.